Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 103 alarms which were verified through a review of the event history log but were unable to be reproduced during evaluation the evaluator found this to be caused by a failed motor. The motor assembly required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 103 (pic msg rcv crc ER) alarm during a blood transfusion in the telemetry department. There was no patient injury or medical intervention associated with this event. No additional information is available.